Event description:
Once the catheter was plugged in, the generator rebooted several times on its own. The physician attempted one treatment zone and the temperature shot up to 140 degrees for several seconds. The physician the aborted the procedure when he realized that the generator had a problem. The patient was not fully treated. The patient was only treated very briefly and they did not attempt to close the vein that day.

Manufacturer narrative:
Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: unit was noted as having incorrect cable ties that secure the ferrites on the ac inlet power cables. The complaint is classified as an initial power on issue, which will prevent the generator from operating or interrupt rf treatment until the condition is clear. Likely, this occurred due to a component failure or degradation. According to system hazard analysis (B)(4) (line 4.4.18), the clinical risk is inadequate, delayed or no treatment to the patient because the generator is rendered non-functional. (B)(4).